Event description:
Additional information received reported there was no record of when the pump had previously flipped. No further information was provided.

Event description:
This event was previously reported under manufacturer report #3007566237-2013-0215. Upon additional review it was determined the patient¿s history of a flipped pump and prior revision was a separate event. Any additional information received will be reported under this manufacturer report number. It had been reported the patient had a history of a flipped pump and that a revision was done in the past to try to correct it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).